Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, doesn't inflate, cylinder tubing at pump interface was broken (hanging by a thread).

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders, and piece of detached inlet tubing were received for evaluation. Examination and testing of the returned component revealed surface abrasion on all tubes and all strain relief of the pump. Partial separations within abrasion are noted on the strain relief of the longer exhaust tube and the inlet tube of the pump, on the shorter exhaust tube of the pump, and on the detached inlet tube. Testing revealed these not to be sites of leakage. The detachment sites of the longer exhaust tube of the pump and the exhaust tube of cylinder #2 appear to be rough and irregular, indicating sufficient stress was exerted. No functional abnormalities are noted with the pump, cylinder #1, cylinder #2, or the detached inlet tube. Based on previous quality simulations and examination of the returned product and the information received, quality concluded that the rough and irregular surfaces associated with these detachment sites indicate that sufficient stress(s) was exerted on the exhaust tube of cylinder #2 to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.